Event description:
Healthcare professional reported injecting a patient in the midface with juvéderm® voluma¿ xc and juvéderm® vollure¿ xc. The patient was then injected in the lips/perioral area with skinvive¿ by juvéderm® and juvéderm® vollure¿ xc. The patient experienced ¿non-inflammatory nodules¿ in the perioral region and lips approximately 3 months later. The patient was treated with doxycycline and reported improvement. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-72639). This MDR is being submitted for the suspect product, skinvive¿ by juvéderm®.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.